Event description:
Event description guidant received information that the patient with this implantable cardioverter defibrillator (ICD) and associated implantable transvenous defibrillation lead had twiddler's syndrome. The lead dislodged resulting in oversensing and inappropriate shocks. During the pocket/lead revision, a competitive screw driver broke off in the setscrew of the device. The device was returned to guidant for analysis.